Manufacturer narrative:
The reported field event of a ble telemetry anomaly was confirmed. Bluetooth malfunction was recorded in the print out alerts from the field. The device was unable to communicate when received. The reported event of premature battery depletion was also confirmed. The cause of the loss of ble telemetry and premature battery depletion was consistent with a ble circuitry anomaly. Abbott is continuing to investigate and monitor this issue.

Manufacturer narrative:
The device was subject to the ble malfunction field action issued by abbott on 10 march 2022.

Manufacturer narrative:
The reported field event of bluetooth (ble) telemetry anomaly and premature battery depletion was confirmed. A bluetooth malfunction was recorded in the print out alerts from the field. The device was unable to communicate when received. The cause of the ble telemetry issue and premature battery depletion was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
It was reported that the device battery had depleted prematurely. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was in stable condition.